Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The device was returned with the capsule separate from the delivery system. The plunger was fully depressed but the capsule trocar needle was not advanced and no blood or tissue was present. There was also a significant kink in the tubing below the handle on the delivery system.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The capsule fell off into the patient's stomach. No serious injury to the patient was reported.